Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)'s display and case were broken. Analysis also confirmed that the epg generated an error code. It was noted that the epg's flex tape was pinched and the hanger was cracked. It was also noted that the upper and lower case were damaged. The epg stopped on the test systema and failed the incoming test all found defective parts were replaced and all other identified issues were resolved. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)'s display and case were broken. It was noted that the epg generated an error code. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies were observed. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device powered on and observed an error 200 and the atrial sense and ventricular sense leds were on due to defective u60. The u60 was replaced and functional test ran on tester and passed all the tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.